Event description:
The previously reported gi bleed approximately 11 .5 months post index procedure was assessed to be related to the study device. Approximately 48 months post the index procedure the patient had a revascularization in the rca due to cad progression. Two non-medtronic stents were implanted in the rca during the revascularization. The patient recovered.

Event description:
The investigator has assessed that the previously reported gi bleed was not related to the study device. The patient had three non medtronic stents implanted in the rca during the previously reported revascularization which occurred due to in stent re-stenosis.

Event description:
The investigator assessed that the revascularization due to instent coronary artery restenosis, which occurred approximately 48 months post index procedure, was remotely related to the study device.

Event description:
Two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted, one in the distal rca and one in the mid lad. (MFR # 2953200-2010-01299). At 1 month and 6 month follow-ups, pt was asymptomatic/free of symptoms. It is reported that the pt presented to hospital approx 11.5 months post index procedure with a lower gastrointestinal (gi) bleed. A colonoscopy was carried out and a rib bone was found and removed from the colon. Aspirin and clopidogrel were held due to gi bleed but resumed upon recovery. It is reported that the pt recovered with treatment. It was reported that at 1 year follow-up, pt was asymptomatic/free of symptoms.

Manufacturer narrative:
(B)(4): evaluation results: (gi bleed).